Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product shows that the tibial plate exhibits signs of use, remains assembled to the articular surface and fractured cone. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a periprosthetic fracture of the proximal tibia and apparent disassociation of the proximal tibial implant with angulation apex posterior. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint was confirmed by the radiograph provided. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately three weeks post implantation due to peri prosthetic tibial fracture. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-02945 and 0001822565-2023-02946. D10-medical product: stem extension 3mm offset splined uncemented 17 mm diameter +135 mm length, item# 42560313517, lot# 65767639. Stem extension 6mm offset splined uncemented 14 mm diameter +175 mm length, item# 42560617514, lot# 65620036. H3: the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.